Event description:
Customer reported unexpected negative reactions on a patient sample known to contain anti-e, when testing with cell 1, panocell 16 lot 33383.

Manufacturer narrative:
The reactivity of the e antigen was confirmed on retention panocell 16 lot 33383, cell 1. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.